Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that water was leaking from the cassette. The unused pak was visually inspected, and no obvious defects were detected. When the cassette was installed into the console the cassette failed initial calibration and generated a system message code 3202; the smc is indicative of a failed pressure test in the cassette consistent with a potential leak. Leakage was observed from the weld line between the infusion chamber and the pinch plate. The infusion chamber was broken off from the pinch plate to further inspect for any welding anomalies along the welding profile of the infusion chamber. A portion of the infusion chamber appeared to have a weaker weld which can result in the reported event. The root cause of the customer's complaint is due to a weak weld between the infusion chamber and pinch plate. The source of this defect is related to an error in the welding process during manufacturing. After review of this complaint, it has been determined that no further actions will be pursued at this time. Each final cassette assembly is 100% leak and flow tested after final assembly to mitigate this type of event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that water was leaking from the cassette. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that water leaked from the cassette before surgery. The product was replaced and the procedure was completed with no injury to the patient.